Event description:
Since the doctor inserted the dilator too much, the tip of the catheter penetrated to the pulmonary artery. The doctor was going to insert the guidewire into the catheter that was for an acute placement. The guidewire was broken when the doctor was peeling off the tegaderm. After the doctor used another guidewire and the sheath/dilator was inserted into the internal jugular until the proximal end of it. It appears that the sheath/dilator was penetrated to the wall of the internal jugular vein and ran into the pulmonary artery. The catheter was placed with that condition.

Manufacturer narrative:
The reported complaint of the introducer penetrating the vessel is inconclusive, as the incident cannot be replicated in the lab. The distal tip of the vessel dilator was damaged through use. No manufacturing defects were noted on the vessel dilator or the soft-cell catheter, which was also returned for evaluation. A chr was not completed since the lot info was not provided by the complainant.